Event description:
A report was rec'd that alleges that after 1 day in use, the eyelet of the tube broke resulting in decannulation of the patient. An emergent tracheostomy tube change was require. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.